Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was resetting during a download attempts. The cause for the reset was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. The download resets did not impact the device's ability to detect or treat an arrhythmia, as the device is designed to abort any download attempt in the presence of an arrhythmia detection. Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (resets) was confirmed. As received the monitor was resetting. A root cause investigation into the resets is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (resets) was confirmed. As received the monitor was resetting. A root cause investigation into the resets is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.